Event description:
It was reported: insertion failure due to lever operation problem when inserting t2. The switch on handle didn¿t work during second implant shooting. No patient injury or complications were reported.

Manufacturer narrative:
One curved ultra ab fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned. Trigger was unlocked from the handle and was found to function as intended. Reported complaint cannot be confirmed. Further investigation is not warranted at this time.